Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an intraocular lens (iol), with a description of "after being inserted, the surgeon seen a scratch on the lens. Patient did not leave the office". Per the reporter, the procedure was completed the same day, and the product is not available for return. Additional information was requested.